Manufacturer narrative:
Initial evaluation determined that the rear bearing was worn. It was also noted that the device failed the hi-pot electrical test for patient current leakage. Engineering evaluation was performed. During the disassembly of the motor collet, the components showed no major damage to components other than minimal debris build up and normal wear and tear. No components were disintegrated, and there was no debris. When disassembling the motor body, the drive shaft showed signs of wear and scratches around the drive shaft body. The rear bearing inner race was found to be seized on the drive shaft. There was one bearing ball found stuck to the shaft, and it most likely came from the rear bearing when it disintegrated. The ball bearings from the rear bearing are likely to have caused the scratches around the drive shaft, and then disintegrated with the bearing cage. Furthermore, the proximal side of the rear bearing holder had a black substance built up on it. The rear bearing¿s outer race was found stuck in the rear bearing holder with a black powder like substance. Based on the observations from the motor disassembly, the hi-pot failure, and the temperature test failure it is likely that the rear bearing failure then caused damage to the motor assembly which resulted in the motor failure, failed temperature, and failed hi-pot. There was no further mechanical evidence to indicate a failure elsewhere. Therefore, the failure was most likely due to rear bearing failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise was measured to be 79.7°f. The rate of temperature rise was above threshold at 7.7°f/sec. Engineering evaluation is pending. This type of failure is associated with pr#(B)(4). The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of overheating. It was reported that there was no patient or staff impact. Repair request escalated to a product event based on reason for return. On follow up it was reported the patient was fine with no follow up required. It was confirmed the device overheated during the case, however, a back-up device was used with no delay in the spinal procedure. The event date was provided as well as surgeon and initial reporter contact information.